Event description:
The customer tested his blood glucose several times within 10 minutes and received readings of 24 and 140 mg/dl and "lo" and 123 mg/dl. The differences between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.